Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection and the device had eroded / perforated the skin. During the laser extraction of the lead a perforation of the superior vena cava (svc) occurred. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.